Event description:
Rptr found a compact plus kit and accidentally punctured himself while examining the attached lancet device. The rptr is now receiving preventive medication due to the accidental needlestick. Requested return of suspect device, however, the device is unavailable for return.